Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was greater than 3000 ohms on (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was greater than 200 ohms on (B)(6) 2016. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The lv pacing impedance was greater than 3000 ohms on (B)(6) 2016.

Event description:
It was reported that there was a connection issue with the implantable cardioverter defibrillator (ICD and a competitor lead during the implant procedure, as the competitor lead could not be inserted into the ICD. It was noted that the right ventricular (rv) lead impedance for both pacing and defibrillation were high. The rv lead was detached and reconnected without success and retested with the analyzer with normal values. However, once the rv lead was connected to the ICD, impedances were still high. The ICD was replaced with a new ICD, but the same problem persisted. Both devices were not used and a competitor device was implanted with normal electrical values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.